Manufacturer narrative:
This report is submitted september 27, 2019.

Manufacturer narrative:
This report is submitted on september 09, 2019.

Event description:
Per the patient's surgeon, the patient experienced pain and non-auditory sensations with device use resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.